Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that both the pendant buttons and handswitch buttons had intermittent functionality when pressed. There was no patient involved. Additional information received stating that representative was not exactly able to duplicate any issues with the pendant or handswitch buttons, there was a fair amount of delamination on the pendant and some of the buttons indented.

Manufacturer narrative:
Manufacturing representative went to the site to test the system, replaced control pendant. X-ray handswitch seems to be fu nctioning properly. All testing passed. B07, d02 codes applicable. The pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. Install pendant into test system. System and pendant boot as expected. Pendant keys were still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate was starting to lifting/ bubble up from around the keys. Worn pendant. Codes: b01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: (B)(6) rev. 1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.